Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no damage nor other workmanship defects were detected on the tubing sets. The samples were tested using a syringe with water in order to detect leaks. During the testing of the received canula, water passed through the connector, tube and then throughout the needle. Functional testing did not observe any leaks in the assembly. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device is leaking from tubing connection. No patient injury was reported.